Manufacturer narrative:
Qn#(B)(4). Based on additional information received this is not a reportable event. During the preliminary investigation of the sample it was determined that the mal-function was not a reportable issue.

Event description:
The customer alleges that when disconnecting the catheter from the hd tubing, the connector of the hd tubing broke inside the catheter. The device was replaced without issue. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when disconnecting the catheter from the hd tubing, the connector of the hd tubing broke inside the catheter. The device was replaced without issue. No patient injury.